Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the l1 lead was explanted. The issue was resolved.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported the patient was experiencing ineffective stimulation with the l1 drg lead. As result, surgical intervention may occur on a later date